Event description:
A nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving frequent adjust electrode belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode was pulled from the strain relief, damaging wires and causing the reported check electrode belt alarms. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.